Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned high results for 1 patient tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module. The customer suspects an interference in the patient sample affecting the results. Refer to the attached data titled "patient results" for the patient results. The high results were reported outside of the laboratory. There was no allegation that an adverse event occurred. A sample from the patient was treated and underwent polyethylene glycol (peg) testing with the following results: tsh (e602 module): before peg: 50.82 mu/l, after peg: 11.68 mu/l. Ft4 (e602 module): before peg: 44.47 pmol/l, after peg: 41.39 pmol/l. Ft4 (liaison xl): before peg 42.17 pmol/l. The e602 module serial number was (B)(4). The patient sample from (B)(6) 2018 was submitted for investigation. The sample was tested at the investigation site on an elecsys e170 modular analytics immunoassay analyzer and the tsh results were all > 40 uiu/ml which is comparable to the customer's tsh results. The sample underwent partial interference testing. There was not enough sample material remaining to complete interference testing. Based on the testing that could be performed, no interfering factors were identified. A product problem was not identified. The investigation was unable to determine a definitive root cause.